Event description:
The initial reporter alleged a possible false positive result with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2021, the sample initially measured 1.85 coi (reactive). A repeat test on the same system yielded 1.90 coi (reactive), and a subsequent test from plasma with edta resulted in 2.61 coi (reactive). The sample was sent to another laboratory for re-measurement using a competitor analyzer, which reported a non-reactive result of 0.5 coi. Further testing was conducted using the fujirebio innolia hcv score assay, which produced a clear negative result.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Calibration and quality control data for the reagent lot were within the expected ranges. Additional testing of the sample using the fujirebio innolia hcv score assay produced a clear negative result, confirming the elecsys result as a false positive. The issue was attributed to a sample-related factor, as single false positive results can occur due to the assay's specificity as stated in the method sheet.